Manufacturer narrative:
Considered suicide. Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer and healthcare provider reported that their spinal cord stimulation device has never been effective for them. The consumer experienced chronic pain but this was noted to be the reason for the implant. The consumer was reprogrammed but it was unknown when the reprogramming was done. Later, the consumer reported that they were having problems with their device and therapy was not helping with their pain. The consumer reported that they are bedridden and the manufacturer's representative came to their home to adjust the settings on their stimulator. Further reports indicated that the consumer's chronic pain was extremely unmanageable and that they were having trouble with their stimulation device. The consumer also noted that they had severe spinal cord damage. Additional information received from the consumer reported a manufacturer's representative (rep) came to try to adjust the device. It was not able to be adjusted with any improvement. The patient stated the neurostimulator was malfunctioning. It felt like his legs were ready to burst sometimes. The patient had to resort to shutting it off. It was noted the patient was in chronic pain and said he needed a pain pump. The patient also noted he considered suicide because the pain was so bad. The patient was tired of the pain and would not hurt himself and would follow-up with someone. It was noted the patient was on the phone everyday trying to get help. The indication for use was spinal pain and radicular pain syndrome.

Event description:
Additional information received from the consumer via a manufacturer representative reported that the stimulator never worked. It was also stated however that the stim device worked for only a month after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator was currently dead, so compatibility information for an MRI was not currently accessible, and it never helped him with his pain. The patient reported that his implantable neurostimulator is completely dead because he hasn¿t charged it in months or used his implantable neurostimulator. It has been 8 months since he last successfully charged his implantable neurostimulator and felt stimulation from the implantable neurostimulator. He stopped using it because it wasn¿t helping him with his pain. His pain increased in his body and was too bad for his implantable neurostimulator to work right. The patient thought that the events started ¿probably around the end of the year prior in (B)(6).¿ there were no further complications reported.